Event description:
It was reported that the patient presented for follow up with the implantable cardioverter defibrillator in backup operation after magnetic resonance imaging (MRI) was performed without appropriate device settings. High voltage therapy was disabled during backup. The device was successfully restored with the appropriate programmed parameters. There were no adverse patient consequences reported.

Manufacturer narrative:
A device history record (DHR) review was performed and all required manufacturing processes and inspection steps were confirmed to be completed per the requirements. The device met specifications prior to leaving abbott manufacturing facilities. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.